Event description:
It was reported that during a laparoscopic assisted hysterectomy with laparoscopic appendectomy while firing a white reload with the stapler on the appendix portion of the procedure, the stapler fired but did not cut. In addition, the reload fell out of the jaws of the stapler after firing without having to be removed. The surgeon cut between the staple line. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Incomplete-interrupted cycle. Additional information was requested and the following was obtained: at what location on the tissue? Across the appendix. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What color cartridge was being used? White what other color cartridges were used before and after this event? White. Was buttressing material utilized? No. If so, which product? N/a. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? N/a. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue?no. Is there any other additional information you would like to share about this device or procedure? No. The analysis showed that the device was received in good visual condition. The cartridge was received partially fired and with the cartridge lock out tab normal. Furthermore, the cartridge metal pan was noted to have scratches on the bottom. The scratches were straight and running parallel to the bottom with respect to the cartridge and parallel in respect to the device channel (metal lower jaw component that holds the cartridge in place). The scratches on the cartridge metal pan and the information provided in the event description are consistent with an improper loading of the cartridge into the device. When the cartridge is not loaded completely that is the cartridge stops are not in the cartridge reload alignment slot, at firing the reload will eject forward and some staples will deploy (fire out). Per instructions for use insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. A test reload was loaded into the device using the steps on the instructions for use and the reload was loaded completely without any difficulty noted. The returned device was tested for functionality with the test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded completely and without any difficulties and did not eject out of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.